Event description:
Customer reported getting inaccurate high readings from their freestyle meter. The customer performed comparison tests with the freestyle meter and results were 252, 43, and 40 mg/dl within a ten minute period. Freestyle comparison results differ by more than 20% and meet the manufacturer's definition of a malfunction.